Event description:
The customer reported the device was on a homecare patient then expired on the lap top ventilator 1150.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The uut (unit under test) was tested and was found to function normally. The event trace review found no indication of malfunction of misuse. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.